Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the erbe had issues with u-02 error. Tse verified multiple u-02 errors in logs and inquired if customer had a third-party generator or an available vision side cart (vsc). The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system. On startup the iesu displayed error u-02. Failure analysis concluded that root cause could be attributed to the u-02 check master failure. The iesu will be sent to OEM for further investigation. The root cause of the error u-02 is attributed to faulty cable or loose cable on the syscheckmaster inside the iesu generator. This error can be resolved through troubleshooting or replacement of the iesu.

Event description:
Refer to h11 for follow-up information.